Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. Patient's blood glucose was 500 mg/dl at time of incident and current blood glucose was 580 mg/dl. The customer experienced symptoms such as chill, dizzy, abdominal pain. The customer was treated with syringe and insulin pump. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.